Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument cable was broken in the jaw of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, the reporter was not able to provide any further details.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver instrument to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.